Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, a back-up vvi message was displayed. Attempts to restore the device through software downloads were unsuccessful. Therefore, the device was replaced.